Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
It was reported that the patient cancelled the surgery after the explanted od lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data this is a duplicate file of MDR # 2023826-2019-00177. Please refer to MDR # 2023826-2019-00177 for further details. Claim # (B)(4).